Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 60% to 0% in 6 hours. Subsequently, the pump shut down due to insufficient power. The customer reported a blood glucose level of 219 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.